Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy after suffering a fall from his bicycle. An abbott representative met with the patient for troubleshooting and received the following error message "a problem was found with the generator that could not be repaired. Contact sjm technical support' when attempting to connect with the ipg. Additional troubleshooting was unable to resolve the issue. The patient¿s ipg was replaced with a new one resolving the issue.